Manufacturer narrative:
The initial reported event of increasing pacing impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pace/sense portion of the lead was capped and replaced. Several years later the lead triggered impedance alerts for high superior vena cava (svc) impedance. The lead remains in use. No patient complications have been reported as a result of this event.